Event description:
It was reported by service report that the litter signal coil cord connector was broken with exposed wires, and the footboard was not functioning. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: broken signal coil litter connector with exposed wires. Faulty footboard.